Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No, the lot number are unknown. What were the indications for surgery? 2 x each closure small intestine / large intestine. Did the patient receive any preoperative chemotherapy or radiation? No. What color reloads were used and what was the sequence of the firings? Blue cartridge. What anatomical structures was the device fired on? Colon / small intestine. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? 1x sewed, once sewed for safety. Were there any issues experienced with the device in the initial surgical procedure? Yes. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How many days postoperative did the leak occur? Between second and fifth day. How was the leak identified? Laboratory CT, blood inflammatory parameters. Was the site of the leak identified? If so, where and what was observed? Yes, there were no correct b shape of the clips. Was it leaking through the staple line? Yes. Were any malformed staples or missing staples identified? If so, please describe the shape and location. Yes. Were there any signs of tissue ischemia or necrosis? Was not described. What was done in the reoperation? New anastomosis with the same instruments + over-suturing. What is the current status of the patient? Left the clinic what is the patient¿s age, gender, and bmi? We trying to get the information to patient¿s age, gender, and bmi. Can you please confirm if there were intraoperative problems with the device and what they were or if this was a misunderstanding of the question (as there were no intraoperative issues described ¿ only postoperative)? Yes, it was a misunderstanding of the question, there were no intraoperative issues.

Manufacturer narrative:
Product complaint (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. Potential lots provided: lot # r41039. Manufacture date of 10/02/2018. Expiration date of 09/30/2023. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # r4144t. Manufacture date of 11/05/2018. Expiration date of 10/31/2023. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # r4191h. Manufacture date of 12/15/2018. Expiration date of 11/30/2023. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t4008d. Manufacture date of 01/09/2019. Expiration date of 12/31/2023. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40557. Manufacture date of 02/18/2019. Expiration date of 01/31/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t4089a. Manufacture date of 03/26/2019. Expiration date of 02/29/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40902. Manufacture date of 03/26/2019. Expiration date of 02/29/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40d0w. Manufacture date of 04/23/2019. Expiration date of 03/31/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40g3u. Manufacture date of 05/18/2019. Expiration date of 04/30/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40g5f. Manufacture date of 05/20/2019. Expiration date of 04/30/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40l5a. Manufacture date of 07/02/2019. Expiration date of 05/31/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40m3g. Manufacture date of 07/11/2019. Expiration date of 06/30/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40m4m. Manufacture date of 07/12/2019. Expiration date of 06/30/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Lot # t40p8y. Manufacture date of 08/05/2019. Expiration date of 07/31/2024. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s age, gender, and bmi? Is the lot number of the device available? What were the indications for surgery? What was the date of the initial surgery? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How many days postoperative did the leak occur? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? What is the current status of the patient?

Event description:
It was reported that following a hemicolectomy procedure, anastomotic leakage post op. Patient's condition is ok after additional surgery.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 01/30/2020. D4: batch#: r5c03y. Device evaluation summary of sterile samples: the analysis results found that the tlc75 device (a) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc75 device (b) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc75 device (c) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc75 device (d) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The analysis results found that the tlc75 device (e) was received sterile with no apparent damage and with a reload loaded on the device. The device was opened and tested for functionality with returned cartridge and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the devices performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.